Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2024. During the procedure, the handle was fired in three attempts, but no bands were deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, b7, block e1 (initial reporter title, initial reporter first name, last name, initial reporter phone) and b3 have been updated based on the additional information received on may 15, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure performed on (B)(6) 2024. During the procedure, the handle was fired in three attempts, but no bands were deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on may 15, 2024: it was reported that a speedband superview super 7 was used in the esophagus during an endoscopy with ligation procedure. The procedure was completed with another speedband superview super 7.